Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and a leak test was performed. The bladder was filled with a green color water; leakage was immediately observed coming out at the solvent-bonded junction of the tubing and the stress-member. Microscopic examination of the unit reveals the cause of the leak condition was due to insufficient solvent applied on the tubing. The reported condition is confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was observed to have a leak during filling. The leak appeared to be located near the filling port. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 13a006 was manufactured january 2, 2013 - january 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In response to this event, awareness training was conducted at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.